Event description:
Plaintiff alleges the development of latex allergy as a result of her exposure to latex gloves. Alleges suffering from physical injury and damages, latex sensitivity, asthma and other severe debilitating medical impairments as well as medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent.